Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the provided clinical data determined that the device gave the appropriate response to the analysis given. The analysis deemed the patient's rhythm as shockable and therefore delivered a shock. After review. It was determined that the device operated as designed and within the limitations of the technology. No trend is associated with reports of this type.